Event description:
It was reported that during an iliac stenting procedure, withdrawal resistance occurred. The 90% stenotic lesion being treated was located in the non-calcified, moderately tortuous left common iliac artery (cia). The physician attempted to place the 7.0x30x75cm express ld stent, but was unable to cross the lesion. When the physician attempted to remove the device, the device became stuck and was unable to be retrieved into the introducer sheath. The stent delivery system and the introducer sheath were removed as one unit. The lesion was dilated with 5mmx2cm non-bsc balloon and procedure was completed with a 7.0x27mm express ld stent. No patient complications were reported. Patient status reported as "good". This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
The device was returned inside a 6 french sheath. The stent was securely crimped on the balloon. There was no damage to the stent or the balloon. A visual and tactile examination revealed no damage to the shaft of the device. A 0.035" guidewire was passed through the device without meeting any resistance. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is use error as the dfu states "removal of a stent that has not been expanded: do not attempt to pull a stent that has not been expanded back into the introducer sheath, as dislodgement of the stent from the balloon may occur. The sds should be withdrawn until the proximal end of the stent is aligned with the distal tip of the sheath. The sheath and delivery catheter should be removed as one unit." This practice is off label use.